Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer's insulin pump had moisture and water behind the lcd screen and water below the battery reservoir. The patient's blood glucose level was at 183 mg/dl. The customer stated that he jumped in the pool without taking off the insulin pump causing the malfunction in the pump. The customer was informed that the pump must be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Moisture damage was noted on electronic assembly and motor assembly. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.